Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. The log was downloaded and reviewed finding firmware errors. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.